Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) verified and duplicated the reported issues upon inspection of the system. Fss ordered advantech board and power supply parts and when received, fss replaced the old parts with the new parts on the unit, which repaired the system. Fss monitored the system until (B)(6) 2015. The monitoring period was completed successfully and the system met amo specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported intermittent power on failure and that black screen/freeze screen occurred on the signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
In the initial MDR it was reported that the system was monitored until (B)(6) 2015. This statement should be correct that the monitoring period was extended and the system was monitored by the amo field service specialist (fss) until (B)(6) 2015. The monitoring period was completed successfully and the system met amo specifications. All pertinent information available to abbott medical optics has been submitted.